Event description:
A hta pro cerva procedure set unit was used during a hysteroscopy procedure. (Pt is approx (B)(6)). According to the complaint, during the heat-up phase, they received a fluid loss alarm at a rate of approximately 19 cc/min. The physician applied a second tenaculum and restarted the case. At about the 6:00 min mark into the ablation, the physician was feeling a very warm sensitivity around the patient's cervix. The physician stopped and the ablation and began to feel inside the cavity for fluid leaks. At that point, the machine alarmed with another fluid loss alarm at about 7 cc/min. The physician aborted the case and looked for any potential burns. None were found and the pt was fine. Cytotec was used prior to the procedure to soften the cervix. F/u info received on october 19, 2009, confirmed that there were two fluid loss alarms that were displayed during the procedure. The first one went off when the fluid was at 42 degrees and the second one went off when the fluid was a 90 degrees. A pipelle biopsy was carried out on the pt prior to the procedure. The cervical leak took place on the first fluid loss alarm only- fluid was at 42 degrees. The procedure was aborted and the pt was checked for burns. The pt did not suffer from any burns and was fine. The procedure was not completed due to this event and there were no further pt complications reported.

Manufacturer narrative:
The lot number is not known, therefore, device manufacturing and expiration dates are not known. The complainant indicated that the device has been disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any add'l relevant info is received, a supplemental medwatch will be filed. (B)(4).